Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned follow up data. The manufacturing process for these devices was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned followup data have been analyzed. The analysis confirmed a continuous increase of the rv pacing impedance from about 1100 ohm on (B)(6) 2018 to about 1500 ohm on (B)(6) 2018. No other peculiarities were observed. Based on the information available for analysis, the root cause of the clinical observation was not determinable. However, the data did not show any indication of a device malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation however, the root cause was not determinable from the information available for analysis. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 66 months, it was reported that, during (B)(6) 2017, both the rv lead impedance and threshold increased. On (B)(6) 2018 it was decided that the ICD and this lead would be replaced. No adverse patient side effects have been reported. This lead was capped and the ICD was replaced.